Manufacturer narrative:
The problem could be traced to a transitory error. The procedure was completed with the replacement of the optical fiber. We are unaware about patient/operator injury.

Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.